Manufacturer narrative:
One 8 fr angio-seal device was returned for product evaluation. The returned sample contained a guidewire, arteriotomy locator, hemostasis sheath, tray and header bag. There was no blood-like substance found on the returned device. The carrier tube assembly was not included. The returned device was subjected to visual analysis. Upon visual analysis no deformation or damage was observed. The complaint cannot be confirmed for the alleged failure. The exact cause of the event cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal footplate deployed prematurely while introducing. There was no patient injury/medical or surgical intervention required. The patient was stable, and the procedure outcome was successful after using another 8fr angio-seal. Additional information was received on 06apr2021. The type of procedure was a thrombolysis, intracranial arterial procedure using an 8fr procedural sheath. A pre-deployment angiogram was performed.